Manufacturer narrative:
An attempt to reproduce the reported event was conducted using iphone xr on ios 16 and pixel 3xl android 12 device and app ver 1.3.0. We were able to reproduce the issue 100% of the time during testing. Due to this being a software anomaly an esf was created 4675516 to look into it further. Due to the limitation of the ios, mas library, the app is unable to send the periodic gzip archive required by carelink. The app sends the periodic gzip archive as a http request along with the access token received from mas lib. Since the mas lib cannot perform an automatic refresh of the access token, the app is required to check the validity of the existing token. If the token is invalid, app requests the mas lib to refresh it. Due to the clock deviation between mobile and server there is a condition where the server considers the current token as expired, but the app considers it as valid. In this case, server responds with error 401, which leads to user logout.ã¿â . Limitation of android and ios mas library is the main root cause for this issue. Software perform as expected per specification (software requirements specifications 10974295doc), software anomaly related to external component. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6): the customer reported re-login issue since the latest update (1.3.0) on iphone 8 (ios 16). An attempt to reproduce the reported event was conducted using iphone xr on ios 16 and pixel 3xl android 12 device and app ver 1.3.0. We were able to reproduce the issue 100% of the time during testing. Due to this being a software anomaly an esf was created (B)(4) to look into it further. Due to the limitation of the ios, mas library, the app is unable to send the periodic gzip archive required by carelink. The app sends the periodic gzip archive as a http request along with the access token received from mas lib. Since the mas lib cannot perform an automatic refresh of the access token, the app is required to check the validity of the existing token. If the token is invalid, app requests the mas lib to refresh it. Due to the clock deviation between mobile and server there is a condition where the server considers the current token as expired, but the app considers it as valid. In this case, server responds with error 401, which leads to user logout.ã¿â  limitation of android and ios mas library is the main root cause for this issue. Software perform as expected per specification (software requirements specifications (B)(4)), software anomaly related to external component. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had issue with guardian app signed off. No harm requiring medical intervention was reported. Device will not be return for analysis.